Event description:
It was reported that an adverse event that took place on (B)(6) 2013. While the surgeon was reaming the medullary canal for an intertrochanteric fracture on a (B)(6) female, the reamer head broke into many pieces at the distal aspect of the femur. The tip of the reamer shaft also was destroyed. The surgeon was able to retrieve most of the pieces out of the canal. Two pieces remain implanted. The event extended the surgery by approximately 45 minutes. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: concomitant products: a non sythnes system 7 dual trigger rotary & an ao large reamer. Attachment.